Event description:
During surgical procedure a pressure bag was being utilized. The bag was defective. The failure of the pressure bag which was attached to an arterial line caused progressive clotting of the a-line. Lost the arterial wave form and arterial pressure. This prompted anesthesia to start dopamine not knowing the bag was malfunctioning, causing loss of pressure and wave form. The pt suffered no adverse effects when discovered.